Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.

Event description:
Customer reported that in 2009, she received a reading of 141 mg/dl on her freestyle lite blood glucose meter at 10:25 am, that she believed to be incorrect. She further reported experiencing "distress" and subsequently losing consciousness. Paramedics were called, arrived approx 30 minutes later and checked her glucose (no readings were provided). No third-party medical treatment was provided. Customer self-treated by drinking juice. There was no report of death or permanent injury associated with this event.